Event description:
A customer contacted beckman coulter inc. (Bci) in regards to seeing "waste not draining" errors and a leak under the unicel dxc 800 pro synchron chemistry analyzer. The customer stated the flood was in the vacuum accumulator. There was no customer exposure noted for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and did not find any leaks in the vacuum canister, but cleaned the canisters. An fse was dispatched again on (B)(4) 2010 and found debris in the waste valve for the waste sump canister; the debris was cleaned out. The fse also found a defective waste sump switch and vacuum accumulator o-ring and replaced them both. The issue was resolved.